Event description:
It was reported that the patient had revision surgery with hardware removal of an elbow plate due to infection. The original surgery was performed (B)(6), 2014. The patient's surgery was successful and no delay was reported. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.